Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the site was changed and another occlusion alarm occurred. Blood glucose was 380 mg/dl. The supplies were changed to address the event.